Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that red heart alarms occurred when the lvad system was connected to the power module. Interrogation of the system controller by the lvad clinicians confirmed the pump stoppages. There were no alarms when the lvad system was connected to battery power. It was reported that the lvad clinicians suspected driveline compromise; however, due to what were reported as inconclusive x-rays, there were no plan to replace the driveline. The patient was reportedly asymptomatic. No additional information was provided.

Manufacturer narrative:
The reported low speed and pump stoppage events were confirmed via the submitted system controller data log file. The events appeared to occur while the system was operating on the power module. The x-rays images were inconclusive for a driveline issue; however, based on the manufacturer¿s previous complaint experience, the events recorded in the patient¿s system controller event history appear consistent with a potential driveline issue. Driveline wire damage could not be confirmed as the device remains in use and was not available for evaluation. The patient remains ongoing on pump support with an ungrounded patient cable and no further events have been reported. A review of device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.